Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Patient was implanted with a zero-p plate and 4 screws at c3-c4. Patient was returned to the operating room 10 months later for revision due to non-union. The plate and crews were removed and it was noted that one screw was broken. The patient was revised to an acf spacer with graft anteriorly and synapse screws posteriorly. Patient was reportedly non-compliant, would not wear the collar. This report is one of two for the same event.